Event description:
Per the vencor hosp medwatch report: during the insertion of an oral tube to the stomach the connector (plastic adapter - 1 1/8 inches long) disconnected within the abdomin, and peritoneum. The tub was not long enough to compensate for the size of the pt.